Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient underwent revision surgery, during which the vns therapy system was replaced. A lead break is suspected. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
X-rays were reviewed. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system.